Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a skin reaction. It was reported that the patient had patch testing performed by their doctor. The date of medical intervention is unknown. The patch testing revealed that the patient had severe reactions to ethyl and octyl cyanoacrylate. No additional patient or event information is available.